Manufacturer narrative:
E1- initial facility name: (B)(6).

Event description:
It was reported that the burr and rotawire were stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and rotowire were selected for percutaneous coronary intervention. During procedure, it was noted that the burr and the rotowire were stuck in the lesion and the burr also become stuck on the rotowire. The burr and rotawire were removed together as one unit. After removal, the rotawire, burr and advancer could not be separated, and the rotawire detached outside the patient. The patient was not sedated, and the procedure was cancelled without complications. There was no patient complication, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the rotawire device was returned for analysis. Visual inspection revealed that the body of the guidewire was kinked/bent. Microscope inspection of the distal section showed that it was detached, and did not return for analysis. During dimensional inspection, the total length of the guidewire was measured at 128 inches (325 cm), which falls outside the specified range specified range of 130 inches, with a tolerance of plus or minus 1 inch. Product analysis confirmed the reported the burr stuck on wire and guidewire difficult to remove due to the several kinks/bents on the body of the guidewire. H6: device codes: device codes corrected. E1- initial facility name: (B)(6). E1- initial reporter city: (B)(6).

Event description:
It was reported that the burr and rotawire were stuck in the lesion. The target lesion was located in the left anterior descending artery. A 1.25 mm rotalink burr and rotowire were selected for percutaneous coronary intervention. During procedure, it was noted that the burr and the rotowire were stuck in the lesion and the burr also become stuck on the rotowire. The burr and rotawire were removed together as one unit. After removal, the rotawire, burr and advancer could not be separated, and the rotawire detached outside the patient. The patient was not sedated, and the procedure was cancelled without complications. There was no patient complication, and the patient was stable post procedure.